Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a failed drawer icon appeared, but no drawer was listed under recover storage space. A field service engineer worked with the customer remotely and manually failed the affected drawer to force it to populate under recover storage space. The customer was then able to successfully recover the storage space. Th onsite customer tested and verified the recovery. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed, user recovered the storage space and rebooted the station but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.